Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with high out of range pacing impedance and capture threshold measurements for the atrial lead from (B)(6) 2020. The measurements subsequently stabilized on their own and no cause for the issues were found. Patient was stable and physician plans to continue to monitoring.